Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the beta bionics ilet user reported high blood glucose (bg) levels despite significant insulin delivery. Troubleshooting confirmed proper insulin delivery with no occlusions or site issues observed. Tubing was connected properly, and insulin drops were visible during a fill tubing step. The only alert received was a high bg alert. During the call, bgs began trending down. The patient had eaten a meal approximately 3 hours prior. As a precaution, the agent advised the patient to change the infusion site and follow up after approximately 2 hours. No symptoms, external assistance, or medical intervention occurred.